Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer used multiple daily injections (mdi) for backup insulin delivery while waiting for the replacement pump, which was sent by technical support. The customer was informed that updated software and training would be available, and instructions were provided on how to return the faulty pump.